Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer reference number: 3006705815-2023-06798. It was reported that the patient was experiencing from ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2023 where one lead was explanted and another lead was repositioned to address the issue.

Manufacturer narrative:
Correction: b5 and d6b: date of explant and repositioning corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing from ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2023 where one lead was explanted, and another lead was repositioned to address the issue.